Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a patient using the ilet with a third-party sensor experienced recurrent sensor errors and inconsistent sensor performance, while reporting sustained hyperglycemia with glucose readings over 400 mg/dl and expressing dissatisfaction with prior communications and perceived lack of accountability between manufacturers. Symptoms included hyperglycemia. Outcomes included inconvenience and frustration. Investigation included complaint handling with troubleshooting and user education completed. Investigation of this case revealed cause unclear for the hyperglycemia, with alleged sensor malfunction contributing to perceived inaccurate glucose data and pump use concerns; no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the device to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.